Manufacturer narrative:
Additional information received: the patient was seeing an allergist and the allergist confirmed that it was not a reaction of any kind to the venaseal treatment. The patient has cancelled multiple follow ups with the physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a venaseal procedure and subsequently experienced an adverse reaction characterized by rash and anaphylaxis two weeks post-operation. The patient presented to the emergency department with anaphylaxis, which was considered a life-threatening illness/injury and required hospitalization. Medical intervention included administration of an epipen and a steroid prescription (40mg taper, then 80mg). The reaction occurred outside the treatment area and was the initial reaction event. No patient complications have been reported as a result of this event.